Event description:
Clinical study. Same case as MFR#: 6000089-2007-00826. It was reported at a professional conference that following a coronary artery drug eluting stenting treatment procedure, a stent fracture occurred. The index procedure identified an 18 mm long target lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 3.0 mm and 85% stenosis. The treatment included predilation reducing the stenosis to 80% and placement of a 3.0x24mm taxus study stent. The procedure was complicated with a grade c dissection, requiring placement of bailout 3.0x16mm study stent with 0% residual stenosis. One hour after the index procedure, the patient experienced chest pain and had repeat angiography that same day at 15:30 revealing a patent target vessel with 0% stenosis and timi flow of 3, without evidence of a thrombus. The following day, the patient's enzymes met the criteria for a myocardial infarction. The patient had a prolonged hospitalization due to the elevation in the enzymes. The patient denied any further chest pain and did not have reportable complications. This event was adjudicated by the cec as a non-q-wave mi. He was discharged the next day on the protocol dose of plavix and aspirin. The study core lab reviewed angiographic data (dated the same day as the index procedure) for this patient in the early part of 2007. This review identified that a stent fracture occurred. The fracture type was identified as a type 1 single strut fracture.

Manufacturer narrative:
Device evaluation: the delivery device was disposed and the stent remains in the patient. Since the device was not returned, no direct product analysis will be available. The root cause of the difficulties stated in this complaint could not be determined.